Event description:
It was reported that prior to a da vinci assisted procedure, the large needle driver instrument shaft broke when it was opened on the field. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. No material was found missing.